Manufacturer narrative:
(B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva ID 200 laser fibers were used for a ureteroscopy with laser lithotripsy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during the procedure, the physician tried to put the laser fiber in the scope and it cracked. A second flexiva ID 200 laser fiber was opened and the same issue occurred. The procedure was completed with another flexiva ID 200 laser fiber. There were no patient complications reported as a result of this procedure. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Problem code 1069 captures the reportable event of fiber broke. Investigation results: the fiber was returned broken into three pieces. The first piece measured approximately 170.0 cm from the top of the connector to the break. The second piece measured approximately 115.6 cm from break to break. The third piece measured approximately 28.5 which includes the entire distal tip. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva ID 200 laser fibers were used for a ureteroscopy with laser lithotripsy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during the procedure, the physician tried to put the laser fiber in the scope and it cracked. A second flexiva ID 200 laser fiber was opened and the same issue occurred. The procedure was completed with another flexiva ID 200 laser fiber. There were no patient complications reported as a result of this procedure. The patient condition at the conclusion of the procedure was reported to be fine.